Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The blade was noted to be gouged due to activation while in direct contact with the clamp arm. Additionally, a slight amount of separation was noted between the shrouds in the area of the min and max buttons. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, continued activation of the device once the tissue pad has been damaged, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Event description:
It was reported that during an unknown procedure, the tissue pad on a disposable melted and fell off of the device into the patient. The tissue pad was retrieved and the procedure was completed using another disposable of the same type. There were no adverse consequences to the patient.